Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while manual threshold testing the leads, the programmer experienced application closure and lost telemetry with the pacemaker and patient connector. An unexpected error message displayed, and the user had to close and reopen the application. The user was able to reconnect the patient connector and re-interrogate the pacemaker. Telemetry of the pacemaker was re-established, and all pacemaker tests were performed without further issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.